Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped and replace due to externalized conductors. The patient was in good health after the event.